Manufacturer narrative:
After further review MFR is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Event description:
It was reported while using bd intrasure¿ kit erroneous results were obtained on patient samples. Samples were retested. There was no patient impact. The following information was provided by the initial reporter: high background in cells after using bd intrasure buffer kit are there erroneous results on patient samples for diagnostic test? - yes. 2. Was there any delay of treatment due to the issue? ¿ no, sample was retested. 3. If patient samples were redrawn, was there any change or delay of treatment? - no. 4. Was there any physical harm/injury to the patient due to the issue? - no. 5. Provide details - how and to what extent? 6. What is the current medical status? ¿ not aware of. 7. We did an troubleshooting of the problem. Sample for diagnosis was a bone marrow sample, where the biopsy needles were re-used after cleaning with glutaraldehyde. It seems to be a pre-analytical issue and not a problem of the buffer that has been highlighted.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd intrasure¿ kit erroneous results were obtained on patient samples. Samples were retested. There was no patient impact. The following information was provided by the initial reporter: high background in cells after using bd intrasure buffer kit are there erroneous results on patient samples for diagnostic test? - yes. Was there any delay of treatment due to the issue? ¿ no, sample was retested. If patient samples were redrawn, was there any change or delay of treatment? - no. Was there any physical harm/injury to the patient due to the issue? - no. Provide details - how and to what extent? - na. What is the current medical status? ¿ not aware of. We did an troubleshooting of the problem. Sample for diagnosis was a bone marrow sample, where the biopsy needles were re-used after cleaning with glutaraldehyde. It seems to be a pre-analytical issue and not a problem of the buffer that has been highlighted.